Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. When checking the opening/closing operation of the basket wire, the operating pipe was stuck and could not be moved, making it impossible to move the basket wire. Upon checking the tube sheath, foreign matter resembling tissue was found clogging the tube sheath. After cleaning the tube sheath, it was possible to open and close the basket wire. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported event occurred because biological tissue was stuck to the tip of the basket and got stuck in the tube sheath when the basket was pulled in hard, olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the basket section on the lithotriptor would not open. The event occurred during a therapeutic lithotripsy. When the device was first inserted into the nipple to crush the gallstone there were no issues, however, during the second time to crush the gallstone, the basket section would not open. To troubleshoot, the device was removed from the patient's body and reconnected to the handle outside the body, but the basket still would not open. Since the basket did not open, it was immediately replaced and the procedure was completed with the new device after a delay of less than thirty minutes. It was further noted that the gallstones that were being crushed were not that hard. There were no reports of patient harm.